Event description:
Terumo medical corporation received the following information: it was reported that the wire they were using frayed inside the progreat microcatheter. The type of wire is unknown. There was no blood loss. The progreat did not appear to be damaged prior to use. There was no harm caused to the patient due to the event.